Event description:
Pt was moving around on stretcher while being removed from whirlpool when safety strap came detached and pt fell off lift. Pt suffered 2 fractured arms, forehead contusion and laceration on right elbow.